Event description:
It was reported that when the device was used during an laparoscopic assisted vaginal hysterectomy procedure, the staples from the device did not form correctly. Opened another device to complete the case. There was no consequence to the patient.